Event description:
The following is based on the medical records received from the patient's treatment facility. This peritoneal dialysis (pd) patient was hospitalized for confirmed mrsa peritonitis. He was treated with vancomycin.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related MDR numbers: 8030665-2014-00279 and 1713747-2014-99940.